Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional of the clinical study. It was reported that the si joint fusion was not related to the device. It was unknown what additional actions or interventions will be taken to address the stimulation issue; the event was still ongoing. The cause of the stimulation issue was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the outcome was resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain and failed back surgery syndrome. It was reported that the patient experienced painful/uncomfortable stimulation down both legs when bending their head forward. The device was reprogrammed on (B)(6) 2016, (B)(6) 2017. On (B)(6) 2017 the patient had an si joint fusion. The event was related to the device or therapy, specifically to programming, but not related to the implant procedure. The outcome was reported as ongoing. No further complications were reported or anticipated.